Event description:
It was reported that the patient presented with pericarditis, elevated sensing thresholds and high capture thresholds. Cardiac perforation was reported. The lead was repositioned.

Manufacturer narrative:
No medwatch form was received. Pericarditis.